Event description:
Patient was revised to address pain and irritation. During the procedure, the lag screw was found to be fused with the side plate. When the extraction device was found, the coupling rod broke. (Right hip).

Manufacturer narrative:
Product was returned for investigation and the lag screw was found bound to the plate. There also appeared to be a piece of the extraction rod broken off in the lag screw. The physical investigation of the parts did not provide any insight on why the patient experienced pain or why the two implants became bound together. A complaint search was completed on the tk2 product codes and found no other complaints for this failure mode in the previous two years. Therefore a trend was not identified. No root cause for the pain/irritation or for the binding can be determined with information provided. A trend was not identified therefore no corrective action is required at this time. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.